Event description:
It was reported that an ensite system impedance issue occurred. During ablation, a tamponade occurred while the physician was ablating around the pulmonary vein. Following the tamponade, all of the catheter images shrunk. An echocardiography was done and a pericardiocentesis was performed to stop the bleeding. The catheter image went away from geometry and came back to the original location a few seconds later. The geometry was fine, but because the reflexion spiral and lasso images had shrunk the physician couldn't figure out which electrode number had potential. The lasso catheter showed its own image very clearly (circular image) after the change of the circular mapping catheter from reflexion spiral to lasso. The patch connections, the interconnect cable, filter, and generator were all checked. Information received (B)(6) 2008 - the technician stated that during ablation, the patient's blood pressure went down little by little, and the cycle length got faster simultaneously. Although tamponade occurred, the physician continued with the procedure and the case was successfully completed. The user experienced some difficulty figuring out the catheter and electrode image after the tamponade occurred. There were some possible factors which could change the catheter images. Stockert ablation reference patch (the patch was reused; product is single use). When the system reference patch connector was removed, the images went back normal. The physician did not allege that the sjm product caused the tamponade. The following products were used in the procedure: st. Jude medical diagnostic catheters: reference, his (quadripolar), hra (decapolar), cs (decapolar) and reflexion spiral, lasso (15mm) and a j and j irrigated tip. The cable used during the procedure was reorder (B)(4), lot 2046838. It should be noted that the navx patch was reused after the first procedure.

Manufacturer narrative:
The reflexion catheter was not returned for evaluation. However, review of the device history record confirmed the device met specification prior to shipment. The cause for the reported perforation remains unknown. The physician did not allege that any sjm product caused the tamponade. It should be noted that the navx patch was reused after the first procedure. The instructions for use (IFU) state that the navx surface electrode kits are intended for single use only. Device integrity will be compromised by any reuse. A loss of integrity may compromise patient safety and system performance. The IFU also instructs the user to confirm catheter location with fluoroscopy.